Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) reached elective replacement indicator (eri) early due to high right ventricular (rv) lead and left ventricular (lv) lead thresholds. The device was explanted and replaced and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk implantable cardioverter defibrillator, (B)(6) 2010; 419688 implantable pacing lead, (B)(6) 2010; 5072-52 implantable pacing lead, (B)(6) 1999. (B)(4).